Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient heart rate elevated above the upper programmed rate while exercising. As a result, patient received multiple inappropriate shocks. The ICD was reprogrammed.